Manufacturer narrative:
Device evaluation: g3, g6, h2, h3, h6 and h11. Results of investigation: the suspect device was not returned for investigation. Vyaire medical was not able to verify the customer complaint. It has been indicated that after replacing the life block, the issue resolved. Most likely, a damaged nebulizer solenoid was causing the issue. Further investigation is not possible as defective parts were not returned.

Event description:
The customer reported to vyaire medical problem with bellavista 1000 where it was found out that there were black smoke marks on the life block. Furthermore, there was no patient associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device not returned yet.